Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. UDI #: (B)(4). G. All manufacturers should reflect as: 1. Contact office - name/address (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). It was initially reported that a bubble error occurred when the low flow mode was conducted after flushing. The air and the sensing area were checked several times but the issue continued. The issue was resolved by changing the tubing set to another one. The procedure was completed without patient consequence. The returned device was visually inspected upon receipt and it was found that a clear like material that appeared to be dried saline was inside the tubing and it was dissolved during decontamination process. Then per the complaint, a cool flow pump test was performed and the tubing passed with no occlusion or alarm activated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the bubble error cannot be confirmed.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure. The bwi failure analysis noted foreign material found inside the tubing when the product was received. It was initially reported that a bubble error occurred when the low flow mode was conducted after flushing. The air and the sensing area were checked several times but the issue continued. The issue was resolved by changing the tubing set to another one. The procedure was completed without patient consequence. The bwi failure analysis lab noted the returned condition on (B)(6) 2014. They noted a clear-like material found inside the tubing, approximately 3 inches from the small retainer. The surface area for the two clear materials found were 1 mm2 and 2 mm2. Since this condition was not originally reported, additional clarification was requested on the returned product condition. However, no additional information was provided. This event was originally considered non-reportable, however, bwi became aware of returned product condition of the foreign material found inside the tubing on (B)(6) 2014 and have reassessed the event as reportable. The awareness date has been reset to (B)(6) 2014.